Event description:
(B)(4) study. Same case as MDR#2134265-2013-01005 and 2134265-2013-01007. Same patient as MDR#2134265-2011-03281 and 2134265-2011-03301. It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2010, the patient presented due to unstable angina (braunwald classification iiib) and non-q wave non-st elevation myocardial infarction (mi) (killip classification: 1). Cardiac catheterization revealed two target lesions. The first, 99% stenosed, 20 x 2.25mm, target lesion was a long lesion with "possible thrombus" located in the first obtuse marginal coronary artery (om1). The first target lesion was treated with predilation and placement of a 2.25 x 32mm taxus liberte stent implanted "distal to all stents previously placed" and not overlapping any stent. Following post-dilatation, residual stenosis was 10%. The second, 99% stenosed, 'possible thrombus', 12 x 2.5mm, target lesion was located in the om1. The second target lesion was treated with predilation and placement of a 2.25x16mm taxus liberte stent with 0% residual stenosis. The thrombus was seen even after the stent deployment. No timi degradation was noted. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pain with ischemic symptoms at rest and ischemic electrocardiogram changes suggestive of acute ischemia. Cardiac enzymes consisted of a peak troponin of 6.62 ng/ml and a peak ckmb of 34 ng/ml. The patient was diagnosed with a non st elevation mi. Cardiac catheterization performed one day later revealed a sub totally occluded stent towards the distal end of the om1. It was indicated that this was stent thrombosis which appeared to be within the most distal previously placed stent. The patient underwent aspiration thrombectomy, balloon angioplasty, and placement of a 2.5x16mm ion stent to the om1 resulting in 0% residual stenosis and additional balloon angioplasty to treat a more proximal 90% lesion resulting in 10% residual stenosis. The events were considered resolved without residual effects and the patient was discharged the next day. In (B)(6) 2012, the patient presented with recurrent chest pain and was diagnosed with an mi. At the time of the event, the subject was taking aspirin and clopidogrel. The mid left anterior descending artery (lad) was treated with the placement of 2.50 x 38 mm non-bsc drug eluting stent with 0% residual stenosis. The proximal left circumflex artery (lcx) was treated with the placement of a 2.75 x 38 mm non-bsc drug eluting stent with 0% residual stenosis. The next day, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel. Three days later, the patient presented with recurrent angina radiating to the arm and cardiac catheterization was recommended. Coronary angiography revealed a large clot in the newly stented segment from the mid to distal lcx. The proximal lcx was treated with balloon angioplasty, transluminal extraction artherectomy, and cutting balloon angioplasty with 0% residual stenosis. Two days later, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6) device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).